Event description:
Complainant alleged that the connector on the one step complete pad was broken and wires were exposed. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.